Event description:
It was reported that during central processing the monopolar curved scissors (mcs) tip was broken. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) sp was returned and found no damaged or broken distal tip. An in-house mcs tip was installed. The instrument was placed and drive on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Correction: the complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.